Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated their insulin pump display was blank. Customer cannot recall their blood glucose reading. The insulin pump was turning of by itself. Insulin pump will be returning for analysis.